Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been treated by paramedics for low blood glucose. Customer was not taken to the hospital. Customer's blood glucose was 35 mg/dl. Customer was not sure what caused low blood glucose, but it was noted that customer was too active. Customer did not remember much about the high blood glucose episode. It was noted that customer had an insulin reaction. Customer did not believe that insulin pump was over delivering. Customer was advised to monitor blood glucose and insulin pump and to call back should issue persist.